Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the event could not be confirmed; however as reported patient severe native annular calcification may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that approximately 15 minutes after successful deployment of a 26 mm sapien valve via the transfemoral approach, a drop in blood pressure was noted. Tee noted a pericardial effusion. A chest tube was placed draining approximately 300 cc of blood. The patient's hemodynamics stabilized. Angiography did not demonstrate contrast extravasation and the effusion was greatly reduced on tee. The patient was transported in stable condition to recovery with chest tube in place. The tavr team believed the pericardial effusion was due this was due to an annular disruption from the native calcium. The patient was noted to have severe native valve / leaflet calcification and severe root calcification.